Manufacturer narrative:
One workmate¿ claris¿ system catheter interface module was received for evaluation. Visual inspection revealed that the labels and connectors had no physical damage. All of the mounting hardware was secured. A test connector was inserted to all 56 pins and revealed no anomaly. Amplitude (at higher amplitude) and baseline noise testing were performed, and no noise artifact was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The reported complaint noise artifact could not be confirmed as the device functioned as intended.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a premature ventricular contractions (pvc) ablation procedure, artifact was experienced when pacing at 5 ma. The procedure was unable to be completed since the pace mapping couldn't be completed. There were no adverse consequences to the patient.